Manufacturer narrative:
The peritonitis occurred on an unknown date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to a violent vomiting episode the patient sustained. The patient reported the force of the vomiting pushed bacteria into the patient's peritoneum. The patient was not hospitalized for the event. Treatment rendered for the peritonitis event was unknown. The patient was recovered from this peritonitis event. The patient was unsure which pd solutions were used prior to the peritonitis diagnosis. No additional information is available.